Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that guidewire ø1.6 w/thread-tip w/trocar l22 was involved in an intraoperative event. During the placement of a screw in the proximal tibia, two guide needles were used; one broke at the tip and remained inside the patient, while the other deteriorated during use. The broken fragment was not removed, as removal was considered to pose a risk of injury. The remaining fragments were returned in the instrument case.